Event description:
It was reported that the lead had a slight increase in threshold measurements, followed by a "big step up." The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If